Event description:
The customer reported that the system lost data. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rom chip u25 on the image processor was replaced, and the hard disk drive and the motherboard were replaced. The system was tested and found to be working as intended and put back into service.